Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: abbott representative incorrectly reported which lead had migrated. No allegation against this lead.

Event description:
Related manufacturer reference number 3006705815-2023-04035. It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. It was reported one of the patient's lead had migrated. The migrated lead was confirmed via x-rays. Surgical intervention may be taken at a later date to address the issue. The investigation did not determine which lead had migrated.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4) serial: (B)(4) , batch: 7400880.